Manufacturer narrative:
Concomitant medical product: dtmb1d1 ICD implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited elevated impedance and thresholds. It was also noted that the lead may have been slightly damaged during a previous device changeout. The lead was capped and replaced. No patient complications have been reported as a result of this event.